Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose levels. At the time of incident the low blood glucose was 40 mg/dl. Customer stated that they getting a lot of high blood glucose and low blood glucose readings. Customer stated that insulin pump is under delivering. It was unknown whether customer was using the auto mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.